Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the top piece of the reaming attachment device was broken in two. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: d9: date device returned to manufacturer: the device returned date has been corrected. Correction: updated device evaluation: upon further investigation, the evaluation of the device has been revised with the following findings: device evaluation: the actual device and photos were returned for evaluation. During the repair evaluation, it was determined that the tool coupling had broken off. Due to this most of the test steps could not be performed. Furthermore, it was found that the etching started to fade. It was further determined that the device failed pretest for general condition, marking and labeling, check the tool coupling and check general function in running mode. Therefore, the reported condition of the device falling apart ¿ unattached was confirmed. The assignable root cause was determined to be due to component failure from wear. H6. Investigation findings and component codes have been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During the repair evaluation, it was determined that the device had a fractured ¿ coupling, component damage, and the labeling was illegible. It was further determined that the device failed pretest for general condition, marking and labeling, check the tool coupling and check general function in running mode. Therefore, the reported condition of the device falling apart ¿ unattached was confirmed. The assignable root cause was determined to be due to component failure from wear.